Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis results were inconclusive. Loaded and unloaded current drain levels were at expected levels for this device over its expected range of battery voltage. Battery met expected impedance level and had close to 1.0v voltage when measured. Programming history is unknown. Longevity based on atrial output greater than 6 volts shows device would reach elective replacement indicator in approximately 15 months. Result of analysis is inconclusive as to the cause of battery depletion. Concomitant product: 7120 competitor implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 20s after feeling lethargic and not feeling well for a few weeks. The device was unable to be interrogated. Also the device had reached end of life (eol) within three years and the longevity was less than expected. The right atrial (ra) lead had a high threshold of 6.1 volts through the analyzer. The device and ra lead were both explanted and replaced. No further patient complications have been reported as a result of this event.